Event description:
A report was received that the patient was unable to charge her ipg after her implant. The patient underwent a pocket revision wherein the pocket was moved to make the ipg lay flatter so that the patient can charge. The patient was doing well post-operatively.